Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to 23rd december 2012. On the 30th december 202 the device failed a weekly auto self-test and a self-test during a manual power cycle due to a low battery. The user would have been alerted with a "warning low battery" prompt and a flashing red status led on each occasion. On the 3rd january 2013 the device passed 3 self-tests during manual power cycles. The device then performed as expected up to the 10th may 2015. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory between the 13th may 2015 and the final history log entry, prior to receipt at heartsine, on the 12th july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory, the 10 minute time outs and the excess current drain measuring during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.